Event description:
It was reported that following a revision procedure (MFR. Report number: 3006630150-2022-05196) the patients ipg would not connect to the charger due to being implanted too deep and scar tissues. The patient underwent a revision procedure wherein the ipg was repositioned. During on a post operative follow up the patients ipg incision site was oozing with blister and patient had an allergy with adhesive tape. The physician believed that the patients skin might have been irritated by mastisol. The patient was prescribed with an over-the-counter antibiotic ointment and was healing well.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.